Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: clip didn't hold correctly in applier. It was reported that this occurred during a CABG procedure. The nurse thinks when the doctor went to close the vessel, the clip was not seated properly on the applier and ended up with the jaw of the applier slightly nicking the vessel. Add'l info requested. Pt current condition unk.